Event description:
It was found in clinic notes for the patient that an increase in seizures occurred after device settings had been lowered at a previous visit due to discomfort. The patient's device settings were increased in response. No additional information has been received to date.